Manufacturer narrative:
Trackwise#: (B)(4).the device was returned to the factory for evaluation on 04/19/2024. An investigation was conducted on 04/29/2024. A visual inspection was conducted. The device was returned inside its sealed protective pouch. There were no visual defects observed on the intact seal protective pouch, no tears or rips were observed. A black speck was observed on the inside of the protective pouch. The particulates were sent out for ftir testing with the following results. When the ftir spectrum of each sample was compared to the ftir libraries, the best matches were all protein-based materials (wool for sample 1 and sample 2, dried egg whites for sample 3) that were not consistent with the morphology of the samples. Because ftir can only identify the types of chemical bonds present in a sample, it cannot directly identify a source. Thus, testing indicates that the foreign material is a protein-based material of unknown source (see attached ftir report). The black spec was also examined by the manufacturing team on 08/16/2024 with the following results. "The particles mentioned in the above complaint and lot number were reviewed and measured by operations using a calibrated t564 tappi chart for size of particulate acceptability. The loose particle sizes were as following:1. 0.3 square millimeter2. 0.8 square millimeters3. 0.30 square millimeters."per (B)(4) 'particulate contamination and surface anomalies in the cer' and reviewing particulate found against our t564 tappi chart for size of particulate acceptability, it is clear the particulate found is well within our guidelines of acceptability." Based on the returned condition of the device, investigation results, and ftir testing, the reported failure "contamination" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000374163 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, prior to opening vasoview hemopro 2 black debris was observed inside the sterile area of the package. Patient was in the or. The device was left unopened and another hemopro 2 kit was pulled from the shelf. The case was completed successfully with the additional hp2 kit. No delay. The contaminated kit was not used on the patient therefore no injury occurred.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.